Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, the battery gauge fluctuating resulting in pump shutting down. Customer addressed bg level via manual dose injection. A pump replacement was sent to resolve the issue.